Event description:
Subcutaneous catheter breakage & embolization was experienced by a pt, with significant medical intervention necessary to prevent dire repercussions, including surgery & possible death.